Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powered on with a faded/discolored display screen. Evaluation revealed that the keypad is torn and the keypad buttons are intermittently responsive. There was evidence of moisture and corrosion in the display lens and on all internal pump surfaces; a display lens leak was observed during testing. Evaluation revealed that the vibration motor was not functioning; corrosion was observed on the vibration motor. There was also evidence of corrosion on the pump's infrared transmitter. A call service alarm occurred during testing and would not clear; testing could not be adequately completed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump would not power on after she removed and reinserted the battery to clear an alarm. She confirmed that the battery cap was secured to the pump and that there was no damage to the pump casing or to the cap. The patient stated that she wore the pump in a swimming pool. She denied water in the battery compartment, but stated that there was visible moisture in the display screen. The patient confirmed that the screen was blank and there were no audible tones. There were no reported blood glucose excursions as a result of the reported power loss.